Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. The lights flash as expected on connection, however the channel indicator does not appear. In the error logs, error 250.2080 comes up (iui safety system - comm poll sync failure). During further inspection it was noted the logic board was faulty. There was no patient involvement.